Event description:
It was reported that the platform generated user advisory 45. No adverse event reported.

Manufacturer narrative:
Reported complaint of user advisory 45 (not at "home" position after power-on/restart) was verified. Drive shaft was rotated to the home position, which remedied the problem. Platform was successfully run for 20 minutes. No adverse event reported.